Event description:
Patient had primary hip replacement 13 years ago. Had revision of right total hip approximately 14 months ago. Was brought in for another revision of right total hip again last month. Depuy total hip implants used.